Event description:
It was reported that the device battery voltage was going down faster than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage is pre/approaching elective replacement indicator (eri). Weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.9 to 2.64 volts between (B)(6) 2011 and (B)(6) 2012 is before device rrt<= 2.62 volt.